Event description:
It was reported the customer had a prime rewind anomaly. Customer stated they were having trouble exiting the prime rewind loop. The customer's blood glucose was 131 mg/dl. Troubleshooting found numbers appeared on the screen when they held down the act button. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.